Event description:
When removing monitoring needles (subdermal monitoring needle electrodes or intraoperative neurophysiological monitoring needles), a small 1.8 inch cut was noted on the left ear of the patient. Applied pressure and a band aid were used to stop the bleeding.